Event description:
During a lap right colectomy procedure, the instrument worked through the majority then produced a solid tone. No pt consequences. Case completed with another device of the same product code.